Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that her husband's ins has reached eri as of (B)(6) 2021. Caller reports patient checks the ins battery status once a month, at the beginning of the month and notice the eri message on (B)(6) 2021. Caller reports patient was informed the ins would last 5 years and this would be patient's 3rd replacement. Caller reports the ins has not lasted 5 years as indicated by physician. Caller is not happy with the longevity.¿they also said the patient's ins moves around, shoulder to breast area. Caller wanted to know if there is anything that can tie down the ins so it does not move. No symptoms were reported.